Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery however no root cause was identified by the medical team. They reported that the customer was admitted in the emergency room on(B)(6) 2021 due to high blood glucose level of 22 mmol/l. The were treated with insulin drip at the hospital, used manual injections and did a lot of corrections. They also experienced vomiting due to high blood glucose levels. The drive support cap was normal. The customer also mentioned that there was corrosion around the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.